Event description:
The patient reported that she could hear the infusion device starting and stopping during insulin delivery and her blood glucose elevated from 8.3-19 mmol/l (149-342 mg/dl). The patient was admitted to the hospital on (B)(6) 2010 and treated with an insulin IV. No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.